Manufacturer narrative:
Cmp (B)(4). Concomitant medical product(s): 115310 615880 comp rvrs shldr glnsp std 36mm. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03697.

Event description:
It was reported patient underwent an initial right shoulder procedure. Subsequently, the patient was revised approximately 6 months post implantation due to disassociation. The surgeon stated he doesn´t believe there is a product defect, because the central screw was not initially implanted deep enough. At the revision, he put in 2 more millimeters for the screw into the bone. After this procedure, he checked the screw- depth with the guide and after fixing the glenosphere and it was stable. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6. Reported event was confirmed by review of statement received from the surgeon that outlines the event. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.